Event description:
It was reported that the track detached from the frame due to a broken roller causing the device to not be able to engage stairs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.